Manufacturer narrative:
Product analysis: analysis determined that the epg failed all stimulation light emitting diode (led) functionality tests. It was no ted the stimulation led inside the keypad was defective. The epg could not be reliably repaired and it was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required unspecified repairs. No additional information was available. The epg was returned for service. No patient complications have been reported as a result of this event.